Event description:
Dräger received an ufr in which it was stated that the ventilator was used for a patient undergoing a CT scan and that the device suddenly alarmed and stopped ventilating while the scan was ongoing. As per report, the patient experienced a temporary significant desaturation and drop in blood pressure. The operators quickly introduced an alternative ventilation method and could prevent from health consequences for the patient.

Manufacturer narrative:
The ufr was the only information for this case, the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger is thus unable to perform a case-specific evaluation, the reported event can neither be confirmed nor denied. A shut-down as reported would point to loss of energy supply but other root causes may apply as well. Even use error must be taken into consideration if - for example - the device was put into use with a discharged internal battery and charging cable disconnected. A differentiation solely on the base of the available information is not possible. As laid down in the IFU, the intended use of the device is sub-acute care, the patient must be stable not requiring intensive care. The aspect that a desaturation immediately occurred after stop of ventilation may be an indication that the device had been operated outside its intended use. Further conclusions can't be derived from the ufr. The device is 10yo with unknown state of preventive maintenance and repairs. It is recommended to the hospital to have the device checked by authorized personnel and to have it repaired if necessary.